Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that patient underwent a revision surgery with exchange of poly insert due to insert dislocation. Poly came out of the tray in (B)(6) 2017, surgeon removed loose poly, inspected the locking detail on the tray and performed a poly swap.